Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 300 mg/dl range with ketones. Reportedly, customer believed elevated bg was likely due to an infection; however, was unsure of the cause. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.